Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that there was no suctioning into canister from the purewick urine collection system, so patient was leaking everywhere. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that there was no suctioning into canister from the purewick urine collection system, so patient was leaking everywhere. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.